Event description:
It was reported that the ureteral balloon leaked during the surgery, and the pressure value did not meet the requirements. The patient was exposed to hazardous substances, blood, or bodily fluids. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.